Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter was reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis as well as hypoglycemic on (B)(6) 2019 with blood glucose level was 600+ mg/dl. The customer was treated with intravenous insulin, manual injection and intravenous glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was off the pump after being released from hospital event on (B)(6) 2019 and then customer was hospitalized for low blood glucose on (B)(6) 2019.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.